Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter name and address: telephone number (B)(6). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the device was in need of repair. During surgery the skin thickness did not match the setting on the device. There was no harm or delay reported. An alternate device was used to complete the surgery. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the thickness of the skin graft was not uniform. The sleeve bearing and semicircle shaft bearing were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.